Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed, as a lot number was not reported. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "the distal end of the trapliner at the hypotube/ribbon wire junction was broken during a case. The piece was eventually removed".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "the distal end of the trapliner at the hypotube/ribbon wire junction was broken during a case. The piece was eventually removed".